Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent primary breast augmentation surgery with a 200cc mentor memorygel left breast implant and a 250cc mentor memorygel right breast implant experienced memory fog, pain, stomach issues, fatigue, migraines, fluid around breast, mass in the right side of the breast and left sided capsular contracture baker grade unknown post procedure. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
On october 27, 2022, mentor became aware that patient experienced bilateral breast implant ruptures. Per the information provided, the patient mentioned feeling she was very sick. Both implants were ruptured and she had silicone granulomas. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on may 22, 2024. Explant without replacement was performed on (B)(6), 2024. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: generalized illness / granuloma / rupture / capsular contracture manufacturer¿s reference number: (B)(4).